Event description:
Report of event received per device return for analysis stating - "pt has had 'coma' episodes - pump rotor study and dye study ok - did surgery to check on connector/catheter." Follow up with hcp revealed that pt had, over a period of a couple of months, experienced poor therapeutic results with swings of "spastic withdrawal" and symptoms of "malignant hyperthermia" with periods of flaccidity and difficulty arousing pt. Pt's dose was up to 600 mcg per day with poor results. Surgical exploration was performed and catheter break discovered. Hcp feels pt was getting "positional" doses of the baclofen after dose increases were started. The pt is "doing perfectly" now on less than 100 mcg per day since the catheter/connector problem was corrected. Pump and catheter remain implanted - replacement was not necessary.